Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed troubleshooting options. The field representative then confirmed that the high out of range shock impedance measurement was not reproducible in the clinic. The lead remains in service. No adverse patient effects were reported.